Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
The doctor's office called and reported that they had a patient that was in the office. The patient stated he still experienced abdominal pain 1 year post op after a vertical hernia repair procedure. The patient is scheduled for a surgical excision of the mesh in 2007.